Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that valve vl242 was not actuating and was causing the cleaner to bubble inside the differential mixing chamber. The fse replaced manifolf mf201 whch contains valve vl242, which repaired the leal and the failing backgrounds. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the unicel dxh 800 cellular analysis system. The instrument was failing backgrounds when the leak was noticed. The volume of he leak was about half a cup and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.